Event description:
The reported defect is not usual for the device, nor is the discrepancy an expected failure. A review of the complaint data base indicates two similar discrepancies reported for a total of three occurrences for a period of twenty-three months.